Event description:
It was reported that a peritoneal dialysis (pd) patient passed away due to an unknown cause. It was not reported if an autopsy was performed. Peritoneal dialysis (pd) therapy was ongoing during hospitalization. It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.